Event description:
It was reported that the locked system does not reboot. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included the product was rebooted and was not successful. The issue has not been resolved at the time of this report. There were no patient symptoms or complications associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. A replacement product was required. Additional information was received from the manufacturer representative (rep). It was reported that the wireless recharger was not replaced.

Manufacturer narrative:
H3: analysis of the recharger ((B)(6)) found that led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.